Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was between 300 mg/dl and 400 mg/dl. The patient was recently hospitalized due to a foot infection; the patient was unable to feel the toenail of his foot come off due to his diabetes. During troubleshooting the patient was able to resolve the no delivery issue by changing the reservoir. The insulin pump was not returned for analysis.